Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was shield/cap/stopper is different color/shade or faded. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: "there was discoloration of the caps of tubes. According to the customer's report, tubes had been stored under fluorescent light and the caps of the tubes were found to be discolored."

Event description:
It was reported when using the bd vacutainer® edta 2k there was shield/cap/stopper is different color/shade or faded. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: "there was discoloration of the caps of tubes. According to the customer's report, tubes had been stored under fluorescent light and the caps of the tubes were found to be discolored."

Manufacturer narrative:
H6. Investigation: bd received 200 unopened samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for cap discoloration with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for cap discoloration with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.